Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent deformation). Deformation problem; related to operational context (the device was removed from the packaging with no damage noted. Root cause of damage to stent is most likely procedural related). Conclusion results: known inherent risk of procedure (stent deformation); operational context caused or contributed to the event (the device was removed from the packaging with no damage noted. Root cause of damage to stent is most likely procedural related).

Event description:
A resolute integrity was being used to treat a lesion. It was reported when the physician was advancing the device to/across the lesion the stent became damaged. The device was removed from the packaging with no damage noted. There was no patient injury reported. Image review: review of the procedural images confirmed multiple lesion sites in the left coronary arteries. Multiple pre-dilations and deployment of stent are captured. There are no images capturing the attempted delivery and subsequent withdrawal of the resolute integrity stent. Device evaluation: the distal tip was flared. There were numerous kinks visible along the hypotube. A number of struts on the 1st distal segment were raised and deformed. A number of struts on some mid stent segments were partially deformed. The remaining segments were intact.